Event description:
This ICD was explanted because of inappropriate shocks due to oversensing of noise. The noise could not be reproduced with isometrics or pocket manipulation.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 288 mg/dl, 149 mg/dl, and 109 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.